Event description:
During an unknown procedure, an olympus customer reported that the video processor was not recognizing the 180 series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel and top case, bottom chassis and front panel chassis needed to be replaced, power switch upgrade not needed, video socket connector had defective locker, unit had loose held tab on receptacle board will not properly retain scope connector and both patient boards were defective and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the video socket connector having a defective locker could not be identified. A definitive root cause of no image displayed with the 180 scopes could not be identified. However, it's likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.